Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced leakage of infusion set at site while doing normal activity. The infusion set was used for two to three days. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6004765 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the leakage from infusion site (specific cause not identified). Complaint investigations. One used set was provided and there is no a visible defect on the received sample. Therefore, a visual inspection and tests for flow and leak have been requested. The following test was performed: visual test according to with version 15, 1 used set passed. Functional test 1 according to version 10 test flow, 1 used set passed the test. Functional test 2 according to version 25 test leak, 1 used set passed the test. Batch review: the lot 6004765 was manufactured according to the document version 36 on the packing process in the multivac 11, on 01/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in database against lot 6004765 and zero nonconformity had been registered. A query was run in database against malfunction code leakage from infusion site (specific cause not identified) and no other complaint has been registered in database since the last 12 months. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No other complaint received on the lot in question, no other complaint of this nature. Therefore, is considered as an isolated event. No further actions are required.

Event description:
To date no additional patient or event details have been received.